Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for investigation. The returned gas module has been tested in a ventilator. It the pre-use check with pressure transducer and flow transducer tests. During ventilation, it started to make noises and it alarmed for paw high the o2 concentration was higher than set. Replacing a printed circuit board (pcb) inside the gas module resolved the issue. Further investigation on the components of this pcb and comparing them with a reference pcb it was noticed that: ic27,ic22 and ic23 had lower resistance and voltage than the reference pcb. Ic22, ic23, ic27, supply pressure sensor and delta pressure sensor were replaced but the issue persist. The reported problem caused by a defective component on a pcb inside the gas module. However, it was not possible to find which component caused the issue.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).